Event description:
The system displayed a communication error message and the system failed to boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative contacted the customer by phone and directed the customer in restoring the system to operating as intended. Further repair information is not available.